Event description:
It was reported that a malfunction code, malf 12, occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed the pump was within warranty and arranged a replacement, instructing the customer to put the pump into storage mode and return it with a pre-paid label within 10 days. The customer acknowledged these instructions and planned to contact their healthcare provider for backup insulin therapy.